Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
It was reported that during an unrelated service visit by a getinge service territory manager (stm) it was found that the touchscreen was intermittently not working. Towards the end of the calibrations, the touchscreen completely froze. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9(device available for eval), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1(initial reporter, event site email), h6(medical device ¿ problem code). Additional information: due to characterization limit e1(initial reporter: (B)(6)). A getinge field service engineer (fse) investigated the customer's complaint touchscreen failure. Fse performed a preventive maintenance, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer. Customer purchased getinge battery modules and exec processor chip so installed them. Replaced touchscreen assy,12.1. Completed cardiosave coiled cord field safety corrective action mca00002038 rev a. Product passed all functional and safety tests per factory specifications.

Event description:
It was reported by getinge service territory manager (stm) that during coiled cable fsa repair the cardiosave intra-aortic balloon pump (iabp) had touchscreen issue. There was no patient involvement.